Event description:
On (B)(6) 2013,animas was notified that pump patient was allegedly hospitalized. Customer support (cs) placed a follow-up call to the with patient, who stated they had been hospitalized 3 times in the past month for blood glucose (bg) levels dropping below 30 mg/dl while on pump therapy. Patient states they lost oxygen to their brain, had been in coma, and required treatment in the emergency room. Patient states they were administered ¿sugar¿ in the e.r. And had discontinued pump therapy at time of this call. Patient states they are still a little confused from the incident. Patient currently on back up insulin delivery system of pens and does not have the pump available to review. Patient states they will discuss the issue further and review the pump after he meets with his physician. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2017 with the following findings: review of the black box data revealed the data records from the date of the complaint had been overwritten due to continued patient use. The black box data revealed that the pump had been running on the year ¿2007.¿ the available data revealed the total daily doses added up to correctly reflect the user¿s programmed basal rate. The pump passed accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint and the pump was found to be operating as indented without malfunction. (B)(4).